Event description:
The pump was returned to the manufacturer from a funeral home. The pt's cause of death was not provided. It was noted that the pt's death was not device related. Additional information has been requested from the pt's last known physician, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.